Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by bloating and cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal ancef (cefazolin) 1.4 g daily for peritonitis. Dianeal therapy remained ongoing. The ancef was discontinued after nineteen days after the event onset. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.